Event description:
Subject (B)(6), shout - tornier shoulder outcomes study. Infection: pain and glenoid loosening. Rotator cuff insufficiency and infection. Re-operation on (B)(6) 2021; implants removed and placement of antibiotic spacer. Re-operation on (B)(6) 2021; removal of spacer, re-implantation of reverse total shoulder.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.